Manufacturer narrative:
B5 describe event, corrected data - relevant information was inadvertently left off the initial report and has since been corrected. D6b explant date, corrected data - relevant information was inadvertently left off the initial report and has since been corrected. H6 impact code, corrected data - a relevant code was inadvertently left off the initial report and has since been corrected. H6 type of investigation, corrected data - a relevant code was inadvertently left off the initial report and has since been corrected. "

Event description:
Additional information was received by the physician indicating that the device did not migrate was purposely placed there by last surgeon. The generator was prophylactically replaced and the new generator was positioned lower. The positioning of the generator was revised for patient comfort only. The explanted generator has not been returned to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 type of investigation, corrected data - a relevant code was inputted incorrectly on the correction report and has since been corrected.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
The patient has a planned revision due to the device migrating from the original implant site up towards the patient's clavicle. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.